Event description:
It was reported that a patient experienced an ¿infection in the peritoneum¿ (potential peritonitis) coincident with automated peritoneal dialysis (pd) therapy. The cause of the ¿infection in the peritoneum¿ was unknown. The ¿infection in the peritoneum¿ was manifested by abdominal pain, diarrhea and nausea. The patient did not have a fever and the patient¿s pd effluent was clear and not cloudy. On the same day as onset, the patient was hospitalized for the event. On the same day, during hospitalization, the patient was first given an unspecified prophylactic antibiotic. On an unreported date, the patient began treatment for the ¿infection in the peritoneum¿ with gentamicin and vancomycin (intraperitoneally, administered through manual bags, for 8 hour dwell, drained by the homechoice device at night (dose and duration of treatment not reported). Four days after being admitted, the patient was discharged from the hospital. On an unreported date, the patient was recovered from the symptoms of abdominal pain, and diarrhea. It was reported that the patient's pd effluent was still clear; however, the outcome of the "infection in the peritoneum" was unknown. At the time of this report, dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.